Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycaemia [hypoglycaemia], when an air shot was performed, even if no solution came out, it displayed "2". Error occurred even after injection. [Incorrect dose administered by device], the patient accidentally injected insulin (it was unknown whether fiasp or novorapid) twice [extra dose administered], hyperglycaemia [hyperglycaemia]. Case description: this serious spontaneous case from japan was reported by a consumer as "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "when an air shot was performed, even if no solution came out, it displayed "2". Error occurred even after injection.(incorrect dose administered by device)" with an unspecified onset date, "the patient accidentally injected insulin (it was unknown whether fiasp or novorapid) twice(extra dose administered)" with an unspecified onset date, "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, and concerned a 83 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", fiasp (insulin aspart) (dose, frequency & route used- in the morning, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", novorapid chu penfill (insulin aspart) (dose, frequency & route used- at noon and at night, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen echo plus: fiasp: novorapid chu penfill: current condition: type 1 diabetes mellitus(duration not mentioned), thyroid disorder procedure: hospitalization(reason was unknown). Concomitant products included - lantus(insulin glargine) on an unknown date (B)(6) 2022, administration of novopen echo plus was initiated. On an unknown date around (B)(6) 2023, error started to occur frequently in novopen echo plus, when an air shot was performed, even if no solution came out, it displayed "2" and error occurred even after injection. On an unknown date the patient developed hyperglycaemia and hypoglycaemia of unknown cause, where the difference of blood sugar level (blood glucose) was 100 mg/dl on an unknown date, the patient accidentally injected insulin twice because the patient did not remember whether it was injected insulin or not. At that time, the patient was taken by ambulance for hypoglycaemia. Batch numbers: novopen echo plus: not reported. Fiasp: not reported. Novorapid chu penfill: not reported. Action taken to novopen echo plus was not reported. Action taken to fiasp was reported as no change. Action taken to novorapid chu penfill was reported as no change. The outcome for the event "hypoglycaemia(hypoglycaemia)" was unknown. The outcome for the event "when an air shot was performed, even if no solution came out, it displayed "2". Error occurred even after injection.(incorrect dose administered by device)" was unknown. The outcome for the event "the patient accidentally injected insulin (it was unknown whether fiasp or novorapid) twice(extra dose administered)" was unknown. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown.

Event description:
Case description: patient's height, weight and body mass index were not reported. Investigational result novopen echo plus batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Fiasp batch number: unknown no investigation was possible, because neither sample nor batch number was available. Novorapid chu penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 04-jul-2023: the suspected device novopen echo plus has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Elderly age of the patient 83 years and underlying medical condition of type 1 diabetes mellitus are significant risk factors for the development of hyperglycaemia and hypoglycaemia. H3 continued: evaluation summary. Novopen echo plus batch number:unknown. No investigation was possible, because neither sample nor batch number was available.